Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 409 mg/dl. Customer stated that her blood glucose levels were running in the 600 mg/dl range yesterday. Customer received the alarm while priming. It was explained that the possible cause was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.